Event description:
The clinician reports the implant was inserted (B)(6) 2025 . On (B)(6) 2025 , loosening of implant not related to bone ingrowth was verified. According to the information, the patient is a smoker. According to the information, the patient has hypertension. Observed during the event: attachment broke off in implant. A secondary implant was plased after removal . The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.

Manufacturer narrative:
Lot number implant in report does not correspond part number implant and lot number abutment was not provided, therefore the device history records could not be reviewed. Should the corrrect lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.